Event description:
The surgeon noticed wear marks on the top surface of the polyethylene insert.

Manufacturer narrative:
Visual examination of the returned device finds the tibial insert displays excessive pitting and scratches on the articulating surface indicating the presence of third body particulates. Patient demographics were not made available. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No conclusions could be drawn from the review of provided patient x-rays by depuy commercialized product development. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusions with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.